Manufacturer narrative:
As the device has not been returned the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. Cirl research and development engineer provided the following feedback: ¿due to the limited information available, a definitive failure mode for this complaint cannot be confirmed. However, based on looking at previous similar complaints, the most probable failure mode is dislodgement of the lasso loop preventing expansion at the proximal end of the stent. This could have resulted in the stent being removed following deployment with the delivery system.¿ the customer complaint is considered to be confirmed based on customer testimony. Images have been requested to aid the investigation but have not yet been provided. Prior to distribution all evo-20-25-8-e devices are subject to visual inspection and functional checks to ensure device integrity as per cirl procedures. A review of the relevant manufacturing records for evo-20-25-8-e of lot number c1198518 revealed no discrepancies that could have contributed to this complaint. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the correct procedure took place. Pre-dilation was done for the stricture of the esophagus. The stent was then placed down and correctly deployed, with the back ring to depatch the stent form the catheter. It was fully deployed with the trigger. Once the doctor was ready to remove the catheter, the stent was still attached to the catheter and the entire device was pulled out. This occurred despite the correct deployment technique being used. An additional metal stent was required (evo-20-25-10-e, lot# c1256307). This worked without any issues.